Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device was also received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window and a scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called and reported a button on the insulin pump was not consistently working. Customer's blood glucose was 193 mg/dl. Customer was advised the device would be replaced and agreed to return the product for analysis.